Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address loosening of the femoral component at the bone to cement interface. Unknown cement manufacturer was used. It was also reported that upon review of office x-rays the surgeon noticed separation of the femoral component and sleeve. Revision was performed and failure of the 5 degree adaptor and adaptor bolt was confirmed. Adaptor bolt was sheared off at the junction where the threads begin and was free floating in the joint space. Femur was also free floating and easily removed with a portion of the femoral adaptor still imbedded in cement. The remainder of the femoral adaptor was removed from the well fixed sleeve and replaced with an srom hinge. Doi: (B)(6) 2013; dor: (B)(6) 2019 right knee.